Manufacturer narrative:
The tech found the brake not holding. The left foot brake caster swivels in brake mode. He replaced the brake caster to repair the bed.

Event description:
The account alleged that the bed will still move after the brake has been applied. No injuries.